Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.

Manufacturer narrative:
No devices or photos were received with this complaint for review. This device is used for treatment. This device was considered to have left zimmer biomet conforming because it had a potential field life of more than two years and 1 month when it broke. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional construct for all persona users on file at the time of the field notice. Therefore, the root cause can be said to be a previously addressed design issue.